Event description:
During a nailing procedure the tip of the flexible shaft became twisted and the reamer head broke. Pieces of the reamer head were left in the intramedullary canal. The surgeon changed the procedure from a nailing to plates and screws. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.